Manufacturer narrative:
Device not returned. Unfortunately, the sample device has been discarded, therefore, the root cause of the reported stenosis and calcification cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause could not be investigated, the source of the reported stenosis may have been due to the "valve leaflets appeared calcified with decrease motion" mentioned in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years due to stenosis and calcification. Per the operative report, the patient noted progressively worsening short of breath. The patient also had some lightheadedness, no dizziness or syncope. Echocardiogram demonstrated a severe aortic stenosis peak velocity of 4.7 meters per second, peak and mean gradient of 90 and 50 with a valve area of 0.82 cm2. The patient had subsequently underwent a tee, which demonstrated a peak gradient of 82 and a mean of 55. Valve leaflets appeared calcified with decrease motion. The subject device was replaced with another edwards bioprosthetic valve.